Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr= 1.6 second test inr=2.0. Third test inr= 2.8. First test inr= 2.6. Second test inr= 2.6. Third test inr= 1.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070383., first test inr = 1.6. Second test inr=2.0. Third test inr = 2.8. Mean - 2.1; sd = 0.61; %cv = 28.6%. First test inr= 2.6. Second test inr = 2.6 third test inr= 1.9. Mean = 2.4; sd= 0.40; %cv = 17/1%. The %cv is greater than 20% for the 1st data set. For the 2nd data set, the %cv is less than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered precise and further testing is required at this time.